Manufacturer narrative:
The on-site investigation was conducted by mindray service representative after received the customer complaint. It was found that the suspected ipm12 patient monitor nibp function working properly. Then the suspected ipm12 patient monitor and nibp accessories were returned to headquarter for further analysis. We used the simulator to test the suspected monitor's nibp function. The test result showed that the monitor met measurement precision requirement specified in the product specification. The log file was reviewed and it was found when the ipm12 gave the high nibp reading, there was no spo2 reading. We had confirmed with the hospital personnel and it was found that at that moment, the patient's situation was unstable and had some movement, which might have led to the high nibp reading and no spo2 reading. A review of the manufacturing records for ipm12 monitor did not reveal any non-conformity which could have contributed to this complaint. We have checked and confirmed the possible causes. Nevertheless, the reported problem could not be duplicated based on the limited clinical information and analysis of the returned product. We will keep this complaint on file for future monitoring.

Event description:
On (B)(6) 2017, the patient was in the hospital due to gastrorrhagia. An ipm12 patient monitor was used to monitor the patient's vital signs. On (B)(6) 2017 at 09:17 am, the hospital personnel found that the patient's blood pressure was low (sbp 87 / dbp 45), 6 dopamine hydrochlorides had been injected. At 12:30 pm the ipm12 patient monitor showed that the patient's blood pressure was very high (sbp 261 / dbp 132). However, after a while when the hospital personnel used the auscultation method to re-measure the patient blood pressure, it was found that the blood pressure was (sbp 106 / dbp 88). The hospital personnel complained about the nibp inaccurate reading. About 14:30 the patient exhibited cardiac arrest, the hospital personnel tried to rescue the patient but the patient expired.